Event description:
It was reported that the device was explanted due to premature battery depletion. It was also noted that the device was not pacing at the time of explant. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted due to eri (elective replacement indicator) after one year. A medwatch was subsequently received reporting pacemaker malfunction. No patient complications were reported as a result of this event. After the new device was implanted, the patient arrested and expired two days later. Follow-up with the risk manager found cause of death to be respiratory arrest and electromechanical dissociation, not device related.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Analysis summary: actual longevity is < 80% of 99.9% longevity limit. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device, there is no way to determine why it did not meet its expected longevity calculation.